Event description:
It was reported that on (B)(6) 2025 a right ventricular (rv) lead was implanted. That same day, the rv lead was dislodged. The physician elected to explant and replace the rv lead. The patient was stable before, during, and after the procedure.